Manufacturer narrative:
(B)(4). A partial lead with the distal tip measuring 48.5cm was returned for analysis. Internal abrasion and inner coil fracture was noted at 27.5-28.5cm from the distal tip, consistent with clavicle crush damage. The etfe coating was abraded at this location, consistent with the field observation of noise and low lead impedance.

Event description:
It was reported that through a remote transmission alert, ventricular fibrillation episodes were observed due to lead noise. The lead also exhibited low pacing impedance. The lead was explanted and replaced. The patient was stable post procedure.